Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/06/2013 with the following findings: during investigation, the pump powered on with audio tones and vibration. The complaint of a blank screen was not duplicated, however, evaluation revealed a dim and discolored display screen. A test screen was inserted and was found to function properly. There was moisture corrosion visible in the battery compartment. The pump cover was removed and moisture corrosion was visible in the pump compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter stated she went swimming and after she exited the water observed the screen was blank and there was moisture behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.